Event description:
It was reported that while in the cardio cath lab the md was inserting the intra-aortic balloon (iab) through the super arrow-flex (saf) sheath and the balloon unwrapped. As a result, the iab could not be passed through the saf sheath, the md withdrew the saf sheath and iab together. Using another iab-05840-u, the md inserted another saf sheath and iab catheter into the same insertion site (left femoral artery). The insertion of the second iab was successful. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a delay in therapy of 10 minutes. The outcome of the patient is as follows: "the patient does not have any complications and is fine." Additional information received on (B)(4) 2010 from the distributor stated "the md prepped the iab per the IFU."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.